Event description:
Additional information received reported that there was no relationship between the patient¿s skin cancer and the spinal cord stimulation (scs) device. It was stated that the patient had had ¿two small areas of squamous cell skin cancer, one on the nose and the other on the back.¿ it was stated that neither of the two skin cancer areas were related to the device. It was noted that one occurrence of the skin cancer was before the scs device was implanted. It was noted that the patient had ¿actinic keratosis and that is not skin cancer.¿

Event description:
It was reported skin cancer had been linked to spinal cord stimulators.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)